Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was shocked three times due to oversensing, and that there was high impedance greater than 2000 ohms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was shocked three times due to oversensing, and that there was high impedance greater than 2000 ohms. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the device was at eri (elective replacement indicator) and that it then stopped sensing. During the explant procedure, the header became separated. The lead was capped and the device and lead were not replaced due to improved ejection fraction.